Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows two surgical instrument handling the tissue, the anvil of the shaft appears to be passing through the tissue and the trocar cannot be observed; however, the photo does not provide sufficient evidence to determine the reported event. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic rectal resection, the anvil could not be attached to the trocar. Both the device and the anvil were replaced with new ones, and the anastomosis was redone starting from purse-string suturing. The anastomosis was successfully completed with the replacement device. Reviewing the case video, it suggests a possible abnormality in the spring. The product was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.